Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced severe pain since initial implantation surgery and was treated with pain medications. The clinic offered several other pain-relief treatments but refused by the patient. The patient subsequently requested that the implant be removed, and the decision was made to explant the device. The device was explanted on (B)(6) 2025, and there are no plans to reimplant the patient with a new device as of the date of this report.